Manufacturer narrative:
(B)(4). Corrected data: adverse event. Required intervention.

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested and the following was obtained: what were the indications for surgery? What healthcare professional fired the device and what is his/her experience with the device? Were there any issues in regards to device performance at all during the surgical procedure? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? Was the green checkmark visible at the end of the firing? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? How was leak identified? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape. How was the site of the leak addressed directly in addition to performing an ostomy? If so, how? Will the ostomy be reversed? What is the current status of the patient? Response: there was nothing intra-operative that hinted at a problem. The device fired fine, the green check was observed, the donuts were inspected, and a leak test was performed; there were no concerns intra-operatively for both cases at all. The patient had a leak one week post-operative. The patient was reoperated and an ileostomy was performed. No malformed staples were observed and tissue condition may have been a factor in the case. The current patient status was unknown. It was also unknown if the ileostomy will be reversed. The colorectal physician assistants fire the circular stapler and are very slow to dial down, taking at least a minute to compress. They adjust, then stop and wait, and adjust again. The indicator is always in the green range according to feel of the thickness of tissue. They wait 15-30 seconds before firing. A pa made a general comment when comparing powered to manual in that the powered device did seem more difficult to remove initially. However, the device was removed from the patient without a problem in both cases; the pa had commented to the sales rep that it just ¿feels tighter.¿ two full turns were used by the pa to open the device.

Event description:
It was reported that following a low anterior resection procedure, re-operation was required for a post operative leak. During the initial surgery a leak test was done and no leak was evident at the time. The donuts were inspected. The patient experienced a post op leak. They did a hartmann's procedure on the patient when they came back. Patient is doing "okay".